Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a revision surgery was performed, upon examination, a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 16: (B)(4). D4 unique identifier (UDI) for crx 18: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 16: (B)(4). D4 unique identifier (UDI) for crx 18: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on this investigation a clear probable cause for the event cannot be established.